Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet could not be advanced to the tip of the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.